Event description:
The customer reported that the paramedics were called due to her low blood glucose of 40mg/dl, and they treated her with glucose; then the emergency room doctor gave more glucose thru an insulin drip. The customer stated that she passed out a few blocks from her home and wrecked the car. The customer had experienced low glucose level for the past three days. Troubleshooting was performed. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Assisted the caller to run the displacement test and passed. The caller mentioned that she had x-rays, but they covered the device with an apron. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked display window and broken belt clip slot.